Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a recent device check, a pocket erosion was observed. There was discoloration of the skin, and the set screws of the device were palpable, (due to the patient's thin skin), but the skin was not broken. The patient was scheduled for a generator pocket revision; however, the procedure was cancelled due to the patient being treated for propionibacterium (infection of the skin) and has been on antibiotics since his device upgrade in march. It was at that time when the infection was suspected. Additionally, the physician indicated that the patient's skin condition was the cause of the erosion due to thinning of the skin. The patient was sent home, and was referred for laser lead extraction, followed by a right sided implant. A revision procedure was completed approximately one week later, and the infected devices were explanted. A new system was implanted on the right side. No additional adverse patient effects were reported.